Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals and diminished sensing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model evproplus-29us transcatheter valve implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.